Event description:
- -

Event description:
Boston scientific, crm received information that this implantable cardioverter defibrillator (ICD), which was included in the shortened replacement window advisory, had reached a monitoring voltage of 2.8 v within 27 months, and therefore did not fit criteria for being affected by the advisory. (B)(6) later, the monitoring voltage had reached 2.64 v, and 2.62 v another month later. Engineering analysis of the device memory found the device to be depleting faster than expected. No adverse patient effects were reported. Three years later, this device was removed and returned without any further allegations against this device.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.